Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 6 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted on (B)(6) 2017 due to elevated lactate dehydrogenase (ldh) and concern for lvad thrombus. On (B)(6) 2017, the patient underwent a pump exchange. Postoperative blood products administered included 3 units of packed red blood cells, 2 units of fresh frozen plasma, 300 cc¿s of cell saver blood, and crystalloid. The patient was subsequently extubated and was expected to be discharged. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported elevation in the patient¿s lactate dehydrogenase level and suspected thrombus could not be conclusively determined through this evaluation. The evaluation of the returned pump did not reveal any device related issues. The pump was returned assembled with the driveline severed approximately 2.5 inches from the pump housing and a distal portion was not returned. The sealed inflow and outflow conduits were not returned. The outlet elbow was returned attached to its respective pump port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.